Event description:
During a knee arthroscopy, that the pump did not regulate the pressure and an extravasation occurred. The tubing set was changed out with a different lot number and the pump worked fine. No delay in hospitalization reported. No further medical intervention reported.